Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the "mainboard" has been identified to be the faulty component. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: the device switch to ambient mode during the ventilation after 14 days of work. Technical alarm (444004) has been showed during the start up and the ventilation can not be started.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the "mainboard" has been identified to be the faulty component. Correction: replaced defective component. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information, updated fields: b4, d1, d2a, d4, d8, g1, g2, g6, h2, h4, h5.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: the device switch to ambient mode during the ventilation after 14 days of work. Technical alarm (444004) has been showed during the start up and the ventilation can not be started.